Event description:
In 2007, the lay user/pt contacted lifescan another country (lfs) alleging the one touch ultra is giving her intermittent error 2 messages. Per the owner's manual, error 2 could be caused either by a used test strip or a problem with the meter. The complaint is classified based on the documentation of the customer care advocate (cca). The pt tests her blood glucose 5 to 6 times per day, depending on her readings. The pt takes between 6 and 12 units of novorapid 3 times per day with her meals. The pt also takes 52 units of levimir before bedtime, between 9 and 11pm. She usually bases her insulin on the meter readings. On approx two weeks earlier, the pt was unable to test her glucose due to the error 2 messages. Since then, she based her insulin dosages on her diet. She is on a carbohydrate control diet and is able to base her insulin by the amount of carbohydrate she is in taking. She is also basing the amount of insulin she is taking by the amount she normally takes. For example, she knows that she takes between 6 and 12 units at mealtime and so never goes over 12 units. On five days later, the pt had been taking her usual amount of insulin. During lunchtime, the pt took between 6 to 12 units of novorapid (pt could not remember the exact dose). The pt did not have any strenuous activities before lunch and eat her usual lunch that day. Sometime after lunch, the pt developed symptoms of shakiness. The pt perceived her symptoms as being low and administered self-treatment by drinking ginger ale. Within 5 to 10 mins, the symptoms abated. During troubleshooting, the cca verified that the pt was using the correct testing technique, the condition of the test strips were good, and the error 2 message appears when the test strip is inserted into the meter. The complaint is being reported because the pt was unable to obtain a glucose reading for 5 days, could not base her insulin on her meter readings due to the reported issue, and experienced symptoms of shakiness after the reported issue began. The meter and test strips were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.